Manufacturer narrative:
This file is a duplicate. Reference manufacturer report number: 2016493-2016-00732, (B)(4) for MDR reporting.

Event description:
Although it was originally reported that the patient had died, the facility later stated that the patient had been transferred from the hospital to a skilled nursing facility. This file was found to be a duplicate of a previously reported event.

Manufacturer narrative:
The customer¿s report of a battery failure was confirmed; however the event log shows that there were no battery failures during the levophed infusion. The pcu was received in overall fair condition with the instrument seal intact. The only anomalies noted were that both iui connectors appear be slightly dull and discolored. The event was reported to have occurred at 1 pm on (B)(6) 2016. The pcu event log review begins at 8:34 am on (B)(6) 2016. The profile in use was identified as critical care adult. Prior to where the event log review begins, the pcu was last powered on at 9:27 pm on (B)(6) 2016. Upon powering on, a replace battery pop-up message occurred and was confirmed, which allowed operation with reduced battery capacity. The log shows that 4 pump modules (pm) were attached to the pcu and all had been infusing for several hours, when a series of channel disconnects occurred starting at 12:10 pm. At 12:10:32 pm, pm s/n (B)(4) was removed. At 12:11:02 pm, pm s/n (B)(4) was removed. At 12:11:13 pm, pm s/n (B)(4) was removed. Lastly, at 12:11:16 pm, pm s/n (B)(4) was removed. All four devices were removed while the devices were actively infusing. At 12:12 pm, the channel disconnect pop-up message was confirmed, and the pcu was powered off by the selection of the system off softkey. The pcu was then powered back on with 1 pump module; a replace battery pop-up message occurred and was confirmed. Pm s/n (B)(4) was removed and pm s/n (B)(4) and pm s/n (B)(4) were added. At 12:21 pm, with no infusions running, the pcu was placed on dc power. At 6:01 pm, the pcu alarmed for battery low (lb1) and the pcu was powered off. Based on what was observed in the pcu event log, it appears that the event was actually a channel disconnect event, where all four infusing pump modules were disconnected, one at a time. After the last disconnect, the pcu was powered off. It is presumed that a battery failure was perceived due to the fact that the next time the pcu was powered on, the replace battery pop-up occurred. The cause of the disconnects cannot be determined. The pcu battery log shows that the battery was last conditioned prior to the reported event at 11:35 am on (B)(6) 2016 and then again at 8:43 pm on (B)(6) 2016. Testing indicates that the installed battery has reached the end of its¿ useful life. The root cause of a battery failure was identified as a battery with reduced capacity.

Event description:
The customer reported the micu patient was receiving an unspecified high concentration and rate of levophed, and attempts to wean the medication off were unsuccessful. An unspecified battery failure occurred, and during the change to a new pump module, the patient coded, was successfully resuscitated, and the levophed was resumed on a new module. The patient later died and it is unknown if the death was related to the battery event. Although requested, no further details or specific event information have been provided.